Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with an new iab insertion in the cath lab, they are unable to get an aline waveform. The customer switched grey pressure cables and a new transducer, they are unable to aspirate and flush the central lumen. There was no patient harm reported.